Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as a final report. Investigation is complete. UDI: (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On november 1, 2019, it was reported that the device lost power completely during use. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Product review of the electric dermatome by flextronics on november 14, 2019 revealed that the cable was damaged and the needle bearing was defective. The calibration was out of specifications at the zero setting only. The control bar was not in the correct position and the motor did not run. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on december 7, 2019 which included replacement of the reciprocating arm, needle bearing, plug harness assembly, and motor. Electric dermatome, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the electric dermatome did not have power due to the motor not running, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the reciprocating arm, needle bearing, plug harness assembly, and motor were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that device loses power during surgery. They had to take another zimmer dermatome for use. There was a delay was about 5 minutes. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device loses power during surgery. No harm or delay reported.